Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had a rash on his chest and back. The rash was reportedly red, bumpy, and itchy. The patient's friend, who is a nurse, provided the patient a cream to use on the rash. The patient also took benadryl. Follow-up indicated that the rash had improved.